Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. Upon review of connection, the icm was reconnected with no known intervention performed. There were no patient consequences reported.